Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. It was reported to abbott; a rep called a patient and was notified the patient had been explanted years ago. The patient had their system removed prior to having a pain pump implanted. No additional information was provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The UDI is not included as the device was manufactured prior to the requirement.

Event description:
It was reported that the patient's system was explanted years ago on an unknown date. The stated reason for the procedure is to make room for a pain pump, but further circumstantial information is unavailable at this time.